Manufacturer narrative:
H3,h6: a medtronic representative went to the site to test the equipment. They unable to duplicate the reported issue, invalidated/ rehomed system several times, watched collimator blades and all seems well, system functional system checkout passed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the when system turned it on they could hear it moving periodically and then got an error initializing with collimator. It stayed stuck with the cogwheel on the pendant never getting a green check mark. There was no patient present.